Event description:
The customer reports that the ventilator stopped cycling while connected to the patient. There was no patient injury. The alarm message display read "no message" and a beeping sound was heard. No other alarms were noted. The bio-med has not been able to duplicate the reported incident. The biomed's investigation is still on going. In the event a defective part is found, a red cc sticker has been sent to the customer for parts return.